Event description:
It was reported the doctor deployed 4 clips and could not see any clips in post image. The doctor mentioned the deployment felt different. The customer opened another box and the clip deployed successfully. The customer will be returning the 4 clips and 2 unused.

Manufacturer narrative:
(B) (4). (B) (4). Introducer sheath detached from handle, clear tip sheared at distal tip. Eval summary: the analysis results found that the mam3008 device (a) was received with the introducer tube detached from the handle and with the tip of the introducer tube sheared off and missing. It could not be determined what may have caused the introducer tube detached from the handle. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. A potential cause of the introducer tube sheared off is the removal of the mammomarker from the disposable probe while it is still inserted into the pt breast. Once the collagen plug has been deployed, the disposable probe and mammomarker have to be removed together from the pt breast at the same time in order to avoid damage to the mammomarker introducer tube such as the one found during analysis. Each device is visually inspected and functionally tested during the mfg process. However, a corrective action has been initiated for the tip of the introducer tube shearing and marker deployment issues. A batch record review was performed and no anomalies were found during the mfg process. The analysis results confirmed that the mam3008 applier (b) was received with the introducer tube detached from the handle and the collagen plug already deployed. Functional test could not be performed due to the condition of the returned applier. A corrective action has been initiated to address the root cause of the deployment issues. The batch record was reviewed and no anomalies were noted during the mfg process. Device b additional info: batch # f9gg54. Expiration date: 03/2014. Manufacturing date: 04/2009. Introducer sheath detached from handle. No conclusion could be reached based on the analysis results as to why the mam3008 applier (c) reportedly malfunctioned during surgery. The applier was returned in good physical condition and already deployed. The firing mechanism was tested and it was fully functional. The batch record was reviewed and no anomalies were noted during the mfg process. Device c additional information: batch # f9gg54. Expiration date: 03/2014. Manufacturing date: 04/2009.